Event description:
Information was received from a consumer in regard to a patient receiving clonidine, bupivacaine, and morphine via an implantable in fusion pump. The indication for use (IFU) was listed as non-malignant pain, spinal pain, gastric stimulation, and complex regional pain syndrome (rsd). In (B)(6) 2016, two weeks after implant the patient noticed yellow and brown fluid. The pump was explanted due to hematoma on (B)(6) 2016. The pump was really helping the patient's abdominal pain, due to nerve damage in abdomen and legs. There was a total system explant. The situation is being addressed by the patient's healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.